Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of device data noted multiple inappropriate shock episodes with oversensing of noise and changes in amplitude morphology measurements. Despite troubleshooting and reprogramming the system, the patient continued receiving inappropriate therapy. Of note, the patient has a history of a childhood accident resulting in neurological impairment of the right side of their body, with consequent compensatory hypertrophy of the left-sided musculature, which may contribute to the observed oversensing and noise. X-ray imaging was sent for review. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation summary: with all the available information, boston scientific concludes the allegation in this complaint has not been confirmed by testing, analysis, or media inspection. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.investigation conclusion: inappropriate shocks are a known inherent risk of the use of this product, and this is documented in the labeling.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of device data noted multiple inappropriate shock episodes with oversensing of noise and changes in amplitude morphology measurements. Despite troubleshooting and reprogramming the system, the patient continued receiving inappropriate therapy. Of note, the patient has a history of a childhood accident resulting in neurological impairment of the right side of their body, with consequent compensatory hypertrophy of the left-sided musculature, which may contribute to the observed oversensing and noise. X-ray imaging was sent for review. The s-ICD remains in service and no additional adverse patient effects were reported.